Manufacturer narrative:
During testing it was found that the device was in poor condition. Burn and melt marks on the case, shaft knob pole and door assembly. The device had corrosion internally due to fluid ingress on the power supply printed circuit board and main controller printed circuit board. There was a burn smell from the mechanism. The device was so severly damaged from the burning and the corrosion due to the fluid ingress no further testing was carried out. The probable cause was abuse in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device will not turn on/off. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device was noted to be burnt and melted on the case, door assembly, power supply, and a burning smell was noted from the mechanism.